Event description:
The manufacturer received information alleging a circuit disconnect and low minute ventilation alarm had occurred on the device. Information alleging the patient died due to the breathing circuit having come off, leading to respiratory insufficiency. A medical doctor heard that the circuit had come off, but they did not recognize that the cause was not a failure in the device. The device was evaluated by the police with the sales representative's guidance on how to find the alarm log and basic functions of the device. It was determined by the police that the device behaved properly. The device was then returned to the manufacturer for evaluation. Operational testing confirmed no abnormality to ensure no problem with the device. A pm test, alarm and battery checking, run testing, and cleaning was performed to ensure normal operation of the device.